Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Neither product nor data logs were returned for investigation. As product was not returned for investigation and clinical information was limited, the root cause of the optical signal issues could not be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. During support, the impella cp pump triggered a optical signal loss. Hemodynamics were confirmed and the functionality of the pump remained unaffected. The device was successfully weaned and explanted.